Event description:
The event occurred on an unspecified date. When checking fluid accuracy, it was off by more than +-3. The incident occurred during testing. There was no patient, nor harm associated with this event. No additional information provided.

Manufacturer narrative:
The device was received for evaluation. The customer's reported problem of accuracy was confirmed. The device was tested by running 6 and 10 psi occlusion test. Device failed with under pressure. Review of device alarm log history found no similar events. Recalibrated mechanism. Mechanism passed calibration. Device passed 6 psi-6.2, 10 psi- 8.4. Probable cause is calibration failure.